Event description:
It was reported by the customer that a bd pyxis medbank system prevented user from issuing item for patient. The customer added that they checked zones and they were not enabled for the drawer caused a 3 hour delay. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: a1, d1, d5, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 17-oct-2022 to 16- oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the zones were not enabled on the drawer caused delay. The technical support specialist enabled zones on the drawer to resolve. The system functioned as intended after the technical support specialist troubleshot the device.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the zones were not enabled on the drawer caused delay. The technical support specialist enabled zones on the drawer to resolve. The system was functioned as intended.

Event description:
It was reported by the customer that a pyxis medbank system prevented user from issuing item for patient. The customer added that they checked zones and they were not enabled for the drawer caused a 3 hour delay. There were no adverse events or injuries reported based on this event.